Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from product history record review indicated the product met release criteria. The monarch cartridge could not be reviewed because facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Attempts have been made to obtain add'l info. A completed questionnaire has not been received on (B)(4) 2013. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A user facility reported that an intraocular lens (iol) was exchanged due to lens dislocation, and the pt experiencing halos, lens was replaced with a monofocal lens. Add'l info received, the surgeon who reports that after the lens was exchanged the outcome is reported to have resolved. It is unk if the iol caused or contributed to the event.